Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('medical device removal/ coils migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), lymphadenopathy ("swollen lymph nodes"), lymph node pain ("painful lymph nodes"), tooth fracture ("teeth cracking/ have several dental problems"), swelling ("still swollen") and procedural pain ("belly still feel sore"). The patient was treated with surgery (laparoscopic hysterectomy and tubes removed). Essure was removed. At the time of the report, the device dislocation, lymphadenopathy, lymph node pain, tooth fracture, swelling and procedural pain outcome was unknown. The reporter considered device dislocation, lymph node pain, lymphadenopathy, procedural pain, swelling and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, swollen lymph and painful lymph nodes, abdominal pain, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: case became serious incident. New events - teeth cracking/ have several dental problems were added. On 23-mar-2020: social media received: events - still swollen, belly still feel sore added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.